Manufacturer narrative:
The reported bl vocalaid trach 8.0mm (B)(6) version was returned for investigation. The returned device was received inside a plastic bag and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and the result showed an unknown transparent substance was detected inside the one way valve. Functional testing was performed and the device was inflated using a syringe to see if there any functional issue. The result showed resistance to perform the inflation procedure; the complaint was confirmed.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was tested prior to patient use and no leaks were found. The reporter stated that after the tracheostomy tube was placed in the patient, the cuff was difficult to inflate and deflate. According to the reporter, there was no significate delay in patient therapy due to the reported event. No medical related sequela was reported.